Manufacturer narrative:
Testing and investigation found the touchscreen responsive when pressed and was not observed to be upside down. A review of the device history at the service center indicated button ID invalid errors. Further testing found fluid ingress on the touchscreen connectors. Although the touch screen was responsive during testing, contamination on touchscreen caused by fluid ingress can alter the characteristics of the touch screen, especially when the fluid ingress is fresh. This can result in the touch screen not being able to calibrate or respond when keys were pressed. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the during testing at the user facility, it was found the device touchscreen was upside down. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.